Event description:
The customer reported that an 840 ventilator had an erratic display on the upper graphical user interface (gui). The device was not being used on pt when event occurred. The covidien tech support engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended replacing the gui central processing unit (cpu). Covidien was not authorized to service the device.

Manufacturer narrative:
Covidien reference #: (B)(4).